Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the clinic noticed a decrease in pt's hearing performance with the device during last year. In situ testing showed a fluctuating increase in impedance values of approx 6 electrode channels. An accident or trauma is not known. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The clinic noticed a decrease in patient's s hearing performance with the device during last year. In situ testing showed a fluctuating increase in impedance values of approximately 6 electrode channels. An accident or trauma is not known. The patient has been re-implanted.